Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. During device interrogation an error message was displayed stating erroneous parameter values . The device was reprogrammed to nominal settings and issue was resolved. The patient was fine after the event.